Manufacturer narrative:
(B)(4).

Event description:
It was reported that hvli was noted during hv therapy on the riata lead. The lead anomaly was seen following the event. The patient was in af and the device recognized it as svt. Further the rate accelerated into vf and atp was delivered. Device also began to prepare to deliver hv therapy, but the therapy was aborted. X-ray revealed externalized conductors. The lead was capped and replaced. Later, the lead was explanted during unrelated to the device procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
A partial lead measuring 55.0cm was returned for analysis. Internal insulation abrasion was noted at 7.0-8.5cm from the distal end of the svc shock coil. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 3.5-3.6cm from the distal end of the svc shock coil. The etfe coating was abraded and conductors partially melted at this location, consistent with the field observation of low hv lead impedance.